Event description:
Consumer claims to have had ears pierced at a retail vendor in 2005. Sought medical attention for redness and swelling at the piercing site in 2005. At that time it was noted that the earring had embedded in the ear and a simple removal was performed. Oral antibiotics were prescribed.